Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15144. It was reported, the patient lost stimulation after suffering a fall. Reprogramming was unable to resolve the issue. X-rays were taken and indicated the lead tails appear to have pulled out of the ipg header and moved to the mid thoracic region. The patient underwent gastric bypass surgery in (B)(4) 2014 and the physician suspects that the subsequent weight loss may have led the ipg to flip in the pocket thus causing the lead to pull out of the ipg header. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15144. Follow-up information indicated surgical intervention was undertaken and it was found that the lead had completely pulled out of the header of the ipg. Both the lead and ipg were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.